Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 543 mg/dl and 523 mg/dl. Customer also complained for no delivering alarm and it observed that the insulin was exited. Customer stated that the cannula was bent. The insulin pump will not return for the analysis.